Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited premature battery depletion. No intervention was performed. Patient condition was stable and the patient would continue to be monitored.

Event description:
New information received notes that the pacemaker exhibited battery longevity overestimation rather than premature battery depletion.